Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the sidekick support catheter products that are cleared in the us. The pro code and 510k number for the sidekick support catheter products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2022).

Event description:
It was reported that during a recanalization of procedure of highly calcified lesion in the superficial femoral artery via contralateral approach, the recanalization catheter was allegedly broken. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.